Manufacturer narrative:
During inspection and testing, the reported issue (water leakage from air/water nozzle) was not confirmed or duplicated. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that when the subject device was inserted into the sigmoid colon, water spontaneously leaked out of the air/water nozzle at the tip of the subject device (this was confirmed on the screen). The reported issue occurred during an unspecified procedure. The intended procedure was completed using the subject device. There was no patient or user injury reported due to the event. Reportedly, when the device was pulled up and checked on the desk, no anomalies were observed. The device had been reprocessed using an olympus automated endoscope reprocessor model oer-6. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, white dirt (foreign material) was observed in the nozzle. This report is being submitted for the malfunction found during device evaluation (foreign material in nozzle). Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see update to b5 of the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to the silicic acid which may possibly be derived from chemicals or tap water. However, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer later confirmed the device was inspected prior to use. The intended procedure was a diagnostic screening. No clinical impact on the patient. No health hazards have been reported.